Event description:
It was reported by the rep the er320 was used during a laparoscopic cholecystectomy procedure. It was reported the er320 was fired once on the specimen side, twice on the pt side, cut in between and there was blood flow from the specimen side. The surgeon found an abberant artery going into the gallbladder, ligated and clipped to stop the blood flow. A video is available if needed. The surgeon advised the rep he fired all the way down. There was no consequence to the pt.